Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The dilator had been perforated at the proximal area of the dilator tubing. A needle/stylet assembly from current abbott inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not be advanced past where the perforation was located. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the perforation in the device remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming a puncture in the dilator of the introducer.